Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to an erosion. The aus cuff was explanted and not replaced. On (B)(6) 2021 a new aus cuff was implanted.